Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the black box data showed multiple occlusion alarms with high force. The force sensor calibration was found to be out of specifications. The force sensor resistance was found to be out of specifications. No damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the force sensor calibration and resistance were out of specifications. This report is made based on results of investigation completed on (B)(6)2015.